Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was not able to attach the nail cap to the femoral nail. The surgeon had to use a larger size to finish the procedure.